Event description:
Healthcare provider was trying to rule out inflammatory mass. Drugs delivered via the device were morphine and bupivacaine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8731, serial# (B)(4), implanted: 2005-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).